Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02850 and 2134265-2018-02380. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit (mdu) does not perform automatic pullback. The mdu was checked and was well connected to the sled, and they tried to reconnect it but still the mdu could not pullback. They manage to complete the case by performing manual pullback. No patient complications were reported.

Manufacturer narrative:
Device upn updated from unk97 to h749518120. Device lot # updated to 20984004. Device expiration date updated to 08/08/2018. Device manufactured date updated to 08/08/2017. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02850 and 2134265-2018-02380. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit (mdu) does not perform automatic pullback. The mdu was checked and was well connected to the sled, and they tried to reconnect it but still the mdu could not pullback. They manage to complete the case by performing manual pullback. No patient complications were reported.